Manufacturer narrative:
(B)(4) date sent: 6/7/2016 batch # = (B)(4) the analysis results found that the mcs20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diep flap procedure, the device was jamming, not feeding clips, would sometimes produce misformed clips, and was not closing properly. The device was either closing too tightly or too loosely. Sometimes the device felt rough while firing the first few times and then cleared up. Procedure was completed with additional device of the same product code. There were no patient consequences reported.